Event description:
A user facility returned the olympus asset, 4k camera head. Upon inspection and testing of the returned device, it was observed that there was no image due to a defective cable unit. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus and in addition to the reported in b5, the device evaluation found the following: switch 3 was not working due to a defective 4k image u, and the olympus logo disappeared from the rear cover. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6, h10 corrected data field: e1 and d4 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the investigation results there is not a root cause identified, the probable cause of the malfunction that led to the issue reported is due to communication failure caused by cable failure, there is not any probable cause found for the cable failure. As result of confirming contents of instruction manual regarding cable damage, there are following descriptions. It is determined that they may prevent from indicated phenomenon. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.